Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: ¿ (B)(6) 20 05: (B)(6) office notes. Status post living related kidney transplant on (B)(6) 20 04 for endstage renal disease due to necrotizing crescendo glomerulonephritis, anca negative. Now six months¿ posttransplant and being seen for ongoing followup with management of his immunosuppression. Has also developed a distal ureteral stricture which is currently being treated with a nephrostomy. The current plan is surgical revision on 2/11. Weight 93.8 kg, bmi 28. Exam: the abdomen is soft and round. Surgical incision in the right lower quadrant is well healed. The transplant kidney is palpable and nontender. Medical issues: immunosuppression; hypertension; graves¿; hyperlipidemia. ¿ (B)(6) 2006: (B)(6) md. Office notes. 2 years and 2 months status post living-related kidney transplant from his brother. Also had an ureteral reimplantation several months after surgery due to a very distal ureteral stricture. Here today for review of his renal function as well with complaint of an enlarging incisional hernia around his umbilicus. Weight 100.4 kg, which is bmi of 30. Abdomen: soft, nontender and distended. Has approximately 3-4 cm in diameter incisional hernia around his umbilicus. Otherwise midline incision, which is at this and below, has no obvious herniations. His right lower quadrant transplant incision is very well-healed, can barely see the scars. Impression/plan: immunosuppression ¿ his gengraf is on a very low dose, myfortic is stable dose and prednisone on 5. He has been on steroids for many years prior to transplant due to his necrotizing crescentic glomerulonephritis, and again reviewed him that it is little bit risky to stop this now and he agrees to continue with this. Weight ¿ knows he needs to try to get his weight down somewhat and he is working. Hypertension. Surgery ¿ we discussed repair of his umbilical hernia. Does wish to this done. This is an incisional hernia and we discussed attempted repair, laparoscopic with mesh. States that with his work schedule, be best to do this in around january and therefore, he is going to an appointment to come see us in mid december, so we can talk more detail and get his consent and scheduled a probable hopeful a laparoscopic mesh repair of his incisional hernia. ¿ (B)(6) 2007: (B)(6) office notes. Incisional hernia at the upper aspect of his midline incision, and this incision was done for an operation to reimplant the ureter for a distal ureteral stricture. History of present illness: mr. (B)(6) is a gentleman who has a kidney transplant had a postoperative ureteral stricture reimplantation. From the incision for the reimplantation, which was a lower midline incision, he has an incisional hernia at the upper aspect of this incision. Came to us a few weeks ago and wished to have a repair, and we set him up for surgery next friday, 1/12/06. Here today for his preoperative visit. Weight 99 kg, bmi 29.6. Exam: abdomen: his incision in the lower midline has the majority of the hernia at the upper aspect at the area of his umbilicus. It is approximately 3 cm in diameter. I cannot feel obvious lower hernias, but we discussed the fact he probably does have some weaknesses from his fascial closure. His right lower quadrant transplant incision is well healed. No signs of infection, herniation or tenderness. Impression/plan: discussed again with mr. (B)(6) our plan for next friday, for attempted laparoscopic, possible open, hernia repair with mesh. We described making probably a laparoscopic incision in the upper midline looking down, trying to decide if there was enough mobility and the lack of adhesions to go in and do the laparoscopic hernia repair. I described the other standard 2 port sites, possibly more if necessary, the use of a gore-tex mesh and possible need to open and do an open repair with mesh if the adhesions or other technical difficulties were present. Mr. (B)(6) understands this. He wants to go ahead with the surgery. He will take his immunosuppressive medicines the morning of surgery. Implant preoperative complaints: ¿ (B)(6) 2005: (B)(6) indications for surgery: ¿[the patient] is a gentleman who underwent a right lower quadrant renal transplant approximately a year ago. Kidney function was good, but he later developed a stricture at the just distal ureter requiring other surgery, which was done with the midline incision and a ureteral reimplantation. This has been very successful. The kidney graft function has been excellent. He has developed an enlarging incisional hernia at the upper aspect of the incision, which is at his previous umbilicus. This was starting to become symptomatic. He wished to have this repaired. He was seen in clinic and posted for case.¿ implant procedure: (B)(6) 2007: (B)(6) laparoscopic incisional hernia repair with gore-tex mesh and laparoscopic lysis of adhesions. Implant: gore® dualmesh® plus biomaterial (04579492/1dlmcp04) 15 x 19 cm. Implant date: [hospitalization dates unknown] ¿ (B)(6) 2007: (B)(6) ­ preop diagnosis: incisional hernia around the area of the patient¿s umbilicus status post a previous lower midline incision ­ postop diagnosis: incisional hernia around the area of the patient¿s umbilicus status post a previous lower midline incision ­ description of procedure: ¿he was prepped and shaved in usual sterile fashion. Once the patient was asleep, we went ahead and made an incision lateral to the left rectus muscle approximately 3 inches above the umbilicus, so that we could put our hasson trocar. We safely entered the peritoneal cavity and directly placed our hasson trocar and safely established pneumoperitoneum. We placed a camera and we could see well there was both omentum as well as small bowel adhered to the inside of the hernia and midline lower incision. We placed a 5 mm port lateral to the left rectus and one to the right rectus under direct visualization. We now had our three ports in position and we first took time to do a laparoscopic lysis of adhesion using both maryland there [sic] as well as laparoscopic scissors to bluntly and sharply removed first the incarcerated amount of omentum from the umbilical hernia and also to remove the small bowel, which was adhered to the lower midline incision. This took us approximately 45 minutes. When this was completed, we inspected the bowel carefully. There was no enterotomy performed and there was no obvious burn injury to the bowel. We then had good exposure of the hernia in the lower midline incision. We carefully inspected the lower midline incision and beside the hernia at the upper aspect, the remainder of the incisions appeared intact with no other hernias. We therefore turned our attention toward making sure we had the upper incisional hernia area completely covered. We measure this and in order to get enough (inaudible) to 15 cm x 19 cm dualmesh gore-tex. That was brought in the room, soaked in antibiotic and then we easily placed it through the trocar that was holding the camera without any difficulty. Before we put this in, we did place four corner stay sutures of 2-0 gore-tex in our standard fashion. We then used the 11 blade for small stab incisions, a gore-tex suture passer to pull out our for corners of gore-tex again through a standard two separate gore-tex suture passer incision so will be tied on the fascia. Once we had these four stay sutures in good position, we had excellent coverage of the hernia. We then went ahead and used the protac tacker to hold the edges of the gore-tex in place all around putting these a cm or less around the edges. Once the dualmesh gore-tex was held nicely to the anterior abdominal wall, we then used the gore-tex suture passer and we used 2-0 gore-tex sutures again to place 8 additional sutures thus having 12 total sutures. We placed these approximately at the area of the hand of the clock going around this 15 x 19 oval. We then checked at the end to make sure all the edges of the gore-tex (inaudible). The gore-tex lay very nicely and we had good overlap on all areas of the true hernia. When this was completed, we removed two 5 mm ports. There was no bleeding. We removed a hasson trocar. We closed both the deep fascia and peritoneum with a running vicryl. We then closed the anterior fascia with a running vicryl. We then used subcuticular vicryl in three port sites. Benzoin, steri-strips, dry sterile dressing with tegaderm and the patient we be awakened in the or and brought to postanesthesia area for recovery.¿ ¿ (B)(6) 2007: (B)(6). Implant record. Item#: 011171. Device description: mesh goretex dual plus 15 x 19 cm. Body site: hernia. Expiration date: 08/22/2009. Quantity: 1. Wasted: 0. Model#: dlmcp04. Lot#: 04579492. Manufacturer: w l gore associates. Mfg catalog #: 1dlmcp04. Device type: implant. Abdominal binder placed around patient¿s abdomen. Weight 99 kg. Relevant medical information: ¿ (B)(6) 2007: (B)(6) office notes. Recently underwent an incisional hernia repair near his umbilicus on (B)(6) 2007. Was discharged on 1/21 in stable condition. Is being seen today for unscheduled clinic appointment because of ongoing complaint of not feeling well. Has been taking his temperature quite frequently at home and has noticed some low-grade elevations in the 100-100.5 range at night. Complaints of general fatigue and ¿just not feeling well.¿ has had some episodic constipation and diarrhea, but believes that his bowel are now functioning normally. Was using significant amount of pain medication immediately post-discharge but then stopped completely several days ago. Has some diffuse abdominal discomfort with some associated inflammation but no evidence of subcu fluid collections or active drainage. He also described symptoms of upper airway congestion and it is noted that a chest x-ray done prior discharge showed some minimal basilar atelectasis. Weight 96.8 kg, bmi 28.9. Exam: the abdomen is soft and round. The multiple laparoscopic port sites surrounding the umbilicus are well healed with steri-strips in place. There is no evidence of drainage or infection. There is diffuse discomfort with light palpation of the entire abdomen. The skin is somewhat reddened and warm but this appears to be an appropriate inflammatory respond to his recent surgical intervention. Impression/plan: no evidence of infection or significant concerns regarding abdominal fluid collection. We will continue to monitor carefully. Medical issues: immunosuppression, no changes are recommended. Explant preoperative complaints: ¿ (B)(6) 2005: (B)(6) indications for surgery: ¿[the patient] underwent a living related kidney transplant on (B)(6) 2004 here at (B)(6) . Postoperatively, he had a distal ureteral stricture, which required reimplantation. This was done in conjunction with the urology service and was done through a lower midline incision. This lower midline incision developed a significant hernia at his umbilicus, that is, the upper aspect of the wound, and so two weeks ago, he underwent an elective laparoscopic hernia repair with gore-tex mesh. This procedure went smoothly. He was discharged home within 48 hours, was doing well until several days ago, when he developed a feeling of not doing well with some nausea. He ended up in the outside emergency room last friday evening. CT scan showed non-obstruction, no gross leak, but a fluid collection above the mesh worrisome for possible infection. He was transferred here to our hospital. He was well hydrated. Kidney function was good. We repeated the cat scan with IV contrast, which did show the same findings. He responded reasonably well to unasyn, but still had a high white count and intermittent fevers and; therefore, he was posted for the or. We obtained a plastic surgery consultation preoperatively. Dr. (B)(6) did see the patient prior to surgery and suggested the she would be able to come in with her team and potentially do a composite flap or other reconstruction after we removed the infected mesh and did lysis of adhesions. The patient agreed to the procedure.¿ explant procedure: ¿ (B)(6) 2005: (B)(6) : laparotomy with removal of old mesh, culture of fluid and lysis of adhesions in preparation for plastic surgery closure of wound. ¿ (B)(6) 2005: (B)(6) left rectus muscle advancement flap, debridement of scar from muscle, intermediate closure with plication of umbilicus. Explant date: (B)(6) 2007 [hospitalization dates unknown] ¿ (B)(6). ­ preop diagnosis: infected hernia mesh after laparoscopic hernia repair and need to remove mesh. ­ postop diagnosis: infected hernia mesh after laparoscopic hernia repair and need to remove mesh. ­ procedure: ¿we opened the previous scar in the lower midline, safely entered eventually through direcly into the infected cavity just below the umbilicus. We sent multiple cultures of this for bacterial, aerobic and anaerobic study, stat gram stain and fungus. We removed the obvious infected materials, irrigated this with a large amount of antibiotic solution and then easily removed the remainder of the gore-tex. We had to cut numerous sutures that were holding it in place, but again this was easily done under direct visualization. There was a rind of the omentum and bowel underneath, but the bowel was clearly decompressed thoroghout [sic] and nonobstructed, as was also shown on two previous CT scans. We went ahead and removed the adhesion of this rind and some of the intestines to the anterior abdominal wall. We did this safely without any enterotomies. When this was done, the abdominal contents were then totally freed from the anterior abdominal wall. Dr. Lee did come in the operating room and looked at this and discussed that she would probably look at the left rectus fascia to move this over, or simply release the fascia laterally in order to close the fascia medially. When we were completed [sic] with our portion, the plastic surgery fellow, came into the operating room and scrubbed, with dr. Lee scrubbing in shortly therafter [sic] to perform the fascial closure.¿ ¿ (B)(6). ­ preoperative diagnosis: ventral hernia with infected mesh ­ postoperative diagnosis: ventral hernia with infected mesh ­ operative findings: ¿approximately 6 cm wide hernia defect in the area of the umbilicus and loss of the posterior rectus sheath in this area.¿ ­ description of the procedure: ¿when the general surgeons had completed removal of the mesh, we entered the procedure. There was a clear defect in the superior most part of the incision, which was located near where the umbilicus was, which was about 6 cm at its widest extent. The defect in the posterior recuts sheath; however, in this area was more like about 10 cm and the posterior rectus sheath was somewhat macerated. There was a little bit of granulation and (inaudible) remaining along the posterior rectus sheath and we removed some of this and sent to microbiology labeled as a specimen left granulation tissue. The rectus muscles on both sides was noted to be of good caliber and contractile. A skin flap was elevated off the left side of the abdominal wall up to approximately the level of the anterior axillary line or to expose the muscles. This was done with cautery. The edge of the left rectus muscle was identified and an incision was made in the externa oblique fascia just lateral to this with the cautery. The incision was extended superiorly and inferiorly for the length of the hernia, which was approximately 8 cm long. Then, the lateral most aspect of the external oblique fascia was elevated off the muscle, which allowed the left rectus muscle to advance approximately 6 cm into the hernia defect. The edges of the rectus muscle particular [sic] on the left side where the hernia had been was noted to be quite scarred and this scar was resected, it was approximately 1 cm wide by about 7 cm long. The wound was irrigated with 2l of saline. Bleeding point were cauterized. The instrument and sponge count was noted to be correct. The hernia defect was then closed with interrupted #1 pds sutures in a figure-of-eight fashion taking care not to tie too tightly. The hernia defect came to closure without any tension. The inferior most two-thirds of the incision was then closed with a running #1 pds starting from the top and from the bottom and tieing [sic] in the middle. Two 15 blake drains were placed and sutured to the skin with 3-0 nylons. The umbilicus, which was noted to be quite patulous and had been undermined was resecured to the fascia in a good position with 3-0 pds in the subcutaneous tissue and dermis down to the fascia. The rest of the skin was closed with 3-0 monocryls in the deep dermis and 4-0 nylon vertical mattress sutures. The incision was cleansed and dressed with a sterile island dressing. The patient was placed into an abdominal binder and was extubated.¿ relevant medical information: ¿ (B)(6) 2007: (B)(6) md. Office notes. Status post living-related kidney transplant, and more recently, repair of incisional hernia with mesh that became infected and required removal in february. After the surgical procedure to remove the infected mesh, he had been sent home with antibiotics. He required readmission for what was presumed to small bowel obstruction and went to the operating room. Upon examination intraoperatively, it was found that he had extensive adhesions, although not complete small bowel obstruction. Did have a 6-inch section of small bowel resected and was found to have a small microperforation of his bowel. He was persistently febrile and was evaluated for intrabdominal sepsis, and during this evaluation, was found on MRI to have a thrombosis of the left portal vein. During the course of his entire stay, he was maintained on antibiotics and had grown out candida from his infected mesh. Per ID recommendations, he was not discharged on any antibiotics, as they felt that he had received sufficient therapy while in-house. Returns today for his first postoperative followup. In the interim since his discharge, mr. (B)(6) reports that he has been doing very well and has actually started back to work in the past couple of days. Does report that he continues with some pain, but is managing well. Reports that his bowel habits have returned to normal, and although he has had some very low-grade fever, less than 100 degrees, he has been without nausea or vomiting. Exam: abdomen soft, nondistended and nontender with positive bowel sounds throughout. The hernia incision site in the midline is healing well with no evidence of erythema, induration or drainage. There is no evidence of herniation. Abdomen is appropriately tender surrounding the incision. Impression/plan: hernia repair ¿ is healing very nicely. We have encouraged him to attempt to make follow up with plastic surgery, but he continues to refuse. ¿ (B)(6) 2007: (B)(6) office notes. Diagnosed with necrotizing crescenteric glomerulonephritis in 1994. Developed end stage kidney disease from this and ended up on hemodialysis in 2003. The patient had an uneventful related renal transplantation (brother) in 7/2004. In the later part of 2006, he was noted to have an umbilical hernia and underwent umbilical hernia repair with a goretex mesh on (B)(6) 07. Unfortunately, he developed infectious complications related to this procedure and was hospitalized between (B)(6) 2007, and again from (B)(6) 2007, during which time he received prolonged antibiotics. The mesh was removed on (B)(6) 2007,. During these hospitalization, an MRI scan ((B)(6) 2007,) showed left portal vein thrombosis. Attempts at thrombolysis by vascular intervention radiology were unsuccessful and anticoagulation was initiated. During the prolonged hospitalization, he also underwent exploratory laparotomy ((B)(6) 2007,) for lysis of adhesion and small bowel resection. The patient discharged home on (B)(6) 2007, in stable condition. He has not been seen by surgical clinic since. Seen today to address duration of anticoagulation. Negative for smoking tobacco. Weight 96 kg, bmi 30. Exam: abdomen soft, nontender, bowel sounds positive. The patient had a midline scar extending just above the umbilicus to all the way down to the superpubic area. He also had some previous surgical scar in the right lower quadrant from previous renal transplant surgery. Impression/plan: history of portal vein thrombosis: the thrombus was detected in (B)(6) 2007, during the patient¿s hospitalization for abdominal infection after goretex mesh repair of an umbilical hernia. The patient had removal of mesh but unfortunately developed adhesions and MRI showed multiple subcutaneous abscesses in anterior abdominal wall and enterocutaneous fistula, left portal vein thrombosis with hyperenhancement around the left portal vein and some inflammatory component secondary to infection. It is my impression that the patient¿s portal vein thrombosis likely occurred secondary to the infection, related to inflammation, and surgical intervention in the periportal area. ¿ (B)(6) 2008: (B)(6) office notes. Diagnosed with portal vein thrombosis in (B)(6) 2007 at the time of infectious complications following an umbilical hernia repair in (B)(6) 2007. Attempts at thrombolysis were unsuccessful. Has been on anticoagulation since. During workup of portal vein thrombosis, he was found to have antiphospholipid antibodies. Given persistence of antiphospholipid antibodies in the setting of a thrombotic event, the patient certainly meets criteria for the antiphospholipid syndrome. However, he had a provoking vent, i.e., the umbilical hernia repair in (B)(6) 2007. Overall, the patient has been tolerating anticoagulation well and I recommend that he continue anticoagulation and return for followup in 6 months. Weight 103 kg. Impression/plan: superior mesenteric vein and portal vein thrombosis. Possible antiphospholipid antibody syndrome. Status post renal transplantation. Status post umbilical hernia repair in (B)(6) 2007, complicated by infections and adhesions. Continue anticoagulation. ¿ (B)(6) 2008: (B)(6) office notes. History if crescenteric kidney disease kidney disease, status post renal transplant in 2003. Medical course has been complicated by an ureteral stricture. Also has history if abdominal hernia repair of which was complicated by an infection of mesh and small bowel microperforation. Comes to clinic today for continued management of his renal allograft. Exam: abdomen: soft, nontender, nondistended, no tenderness over his renal allograft in the right lower quadrant. Impression/plan: history if crescenteric kidney disease, status post living related kidney transplant. ¿ (B)(6) 2008: (B)(6) office notes. He underwent reimplantation of the ureter in 02/2005. Also developed an abdominal abscess and infection of goretex mesh following an incisional hernia repair in 2007. During that time, he developed portal vein thrombosis and has been on anticoagulation since then. He also has positive antiphospholipid antibodies. Reports doing well over the last few months and denies any problems. Has a remote smoking history but quit years ago. Weight 110 kilograms, bmi 32. Exam: abdomen soft, nontender, and nondistended with normoactive bowel sounds. Large well-healed central surgical scar site of renal transplant in right lower quadrant, nontender and no appreciable bruits. Impression: status post renal transplant; hypertension; portal vein thrombosis; lower extremity edema. ¿ (B)(6) 2012: (B)(6) office notes. Weight 113.40 kg, bmi 34.87. Annual visit. Status post living related renal transplant secondary to anca vasculitis. Had episode of rejection early, subsequently rejection free. Complicated medical history otherwise. In addition to early rejection treated with solu-medrol, was noted to have ureteral stenosis, underwent reimplantation of ureter 2005. 2006 had abdominal hernia repair complicated by portal vein thrombosis, subsequently found to have antiphospholipid antibody syndrome requiring lifelong anticoagulation. Also issue with shortness of breath evaluated by pulmonology in 2010. Right and left hear catheterization did not show significant coronary artery disease, but did show component pulmonary hypertension and restrictive lung disease felt secondary to his obesity. Has had significant issues with joint pain. Was found to have high titer ana and together with antiphospholipid antibody syndrome and panca it was felt that he might have lupus-like syndrome. Plaquenil was suggested but patient did not want to be on that medication. He is somewhat confused regarding what each of his medications are for. He has recently been holding his irbesartan for the last week as he thought it was for cholesterol and may be contributing to his joint pain. No nausea, vomiting, abdominal pain. Appetite is good. Impression/plan: graft function stable. Weight loss encouraged. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic umbilical hernia repair on (B)(6) 2007 whereby a gore dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2007, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, surgery to remove mesh, adhesions, granulation. Additional event specific information was not provided.